Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal customer tried to set the device according to the procedure, but the seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device and the seal with tension spring assembly was returned inside the loading device. There was no blood in or on the delivery tube. The slide lock was dis-engaged and the plunger was fully depressed on the delivery device. Following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. The seal appeared to be delaminated and cracked. Based upon the received condition of the device, the reported complaint was confirmed for the reported failure mode " fitting problem" and the analyzed failure mode " crack seal".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal customer tried to set the device according to the procedure, but the seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.